Manufacturer narrative:
Results of investigation: the failure analysis laboratory (fa lab) evaluated the suspect component for a reported defective motor driver printed circuit board (pcb). The suspect component was installed a known good unit and powered. The unit was functioning within specifications and the reported issue was not duplicated.

Manufacturer narrative:
Carefusion file identification number is (B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). Device evaluation: the carefusion field service representative (fsr) evaluated the suspect device and found that the power supply printed circuit board (pcb) and the motor driver pcb was defective. The fsr replaced the defective parts and ran the user verification test (uvt). The carefusion failure analysis (fa) lab evaluated the suspect device. The fa lab installed the suspect component in a know good vela unit and powered up. The unit was displaying motor fault on startup, and the fa lab technician noticed that the motor driver led indicator was not lit up indicating that the pcb did not reach 48 volts. The fa lab determined that the cause was a failed metal-oxide-semiconductor field-effect (mosfet) which was shorting the current.

Event description:
The customer reported that the vela ventilator was displaying motor fault. The customer reported no patient involvement or allegation of patient harm.